Manufacturer narrative:
The subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the malfunction of the ccd or the failure of the printed-circuit board in the scope connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that while the executing the white balance adjustment the error e218 which indicated that the subject device was damaged was displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no patient injury associated with this report.